Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog and lot number, date of implant, 510k number, device manufacture date. Litigation papers provided additional information that allowed us to find an invoice. Complaint was reopened to add information. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain.